Manufacturer narrative:
The manufacturer has made numerous requests for additional information and for the return of the device(s) for investigation. No additional information has been provided and no product has been returned for investigation. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over (B)(6) lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. This is not intended for life support." The user is instructed for cleaning the device " unplug the device, and wipe the outside of the device with a cloth slightly dampened with water and a mild detergent. Let the device dry completely before plugging in the power cord. 2. Inspect the device and all circuit parts for damage after cleaning. Replace any damaged parts. Caring for the filters under normal usage, you should rinse the reusable blue pollen filter at least once every two weeks and replace it with a new one every six months. The disposable light-blue ultra-fine filter should be replaced after 30 nights of use or sooner if it appears dirty or damaged. Do not rinse the ultra-fine filter." Based on the available information, the manufacturer concludes no further action is necessary at this time. If further information is received, or if the device(s) are returned for investigation, the manufacturer will submit a supplemental report.

Event description:
An end user with a pre-existing diagnosis of pneumonia and steroid medication usage alleges developing an allergic reaction while using a continuous positive airway pressure (CPAP) device with associated heated humidifier after 16 minutes of usage the first night of therapy. The durable medical equipment (dme) supplier was notified by the user that she went to the emergency room with trouble breathing and hives . The end user had a follow up visit with her primary care physician and was prescribed an ointment for her rash. The patient had discontinued use of CPAP and humidifier equipment after approximately 7 hours of usage. The manufacturer has requested the return of the devices for investigation. Upon conclusion of the manufacturer's investigation, a follow up report will be filed.